Event description:
It was reported there is no lower display and the top display is garbled. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) and main pcb (printed circuit board) are corroded. Upper case is broken and corroded. Lower case, lead flex cover, battery flex, and heart lead flex are corroded. Ring cover, heart block, main seal, pcb screws, board connector cables, and heart wire contacts are contaminated.